Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed while attempting to ligate the varices. The procedure was completed with another speedband superview super 7. It was reported that the patient was able to receive two bandings. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medwatch number is (B)(4).